Event description:
It was reported that vessel dissection occurred. The target lesion was located in the proximal to mid left circumflex coronary artery. A 2.75 x 32 mm synergy xd drug-eluting stent was advanced and deployed. A long dissection was observed post-deployment and an additional stent was deployed at the site of dissection. The procedure was completed with no further patient complications. Patient was stable.